Manufacturer narrative:
Qn#(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot in april of 2015. Evaluation of the returned instrument shows that the tips are slightly misaligned to each other in the closed position which would cause the clip legs to cross over each other when a clip is applied to a vessel thus we are able to validate the alleged complaint. Further evaluation revealed that although the tips are slightly misaligned to each other that this instrument picks-up, retains, closes and releases clips as required of its function. All instruments were 100% visually inspected and function checked at time of manufacture as this is a standardized procedure at this facility. We are unable to determine what caused the tips to be slightly misaligned, but it is suspected that this instrument has been mishandled at some point at the customer's facility since there are also kicks and dings on the outer jaw surfaces. No corrective action required at this time. Per FDA other remarks: guidelines for manufacturers which state: "manufacturers are required to report to the FDA when they learn that any of their devices may have caused or contributed to a death or serious injury. Manufacturers must also report to the FDA when they become aware that their device has malfunctioned and would be likely to cause or contribute to a death or serious injury if the malfunction were to recur." This incident is not reportable at this time with the information provided. No corrective action taken at this time.

Event description:
It was reported that the applier is defective, the clips do not close properly and the surgeon found them free and crossed. There was no patient injury.